Event description:
It was reported that the ilet displayed a start sensor prompt after scanning a freestyle libre 3 plus sensor, after which the ilet app and pump were restarted and the sensor was rescanned, leading to confirmation of sensor warmup. No adverse clinical symptoms reported. Outcomes included successful pairing and initiation of sensor warmup without alerts or alarms. User support included customer troubleshooting with device and app restarts, sensor rescan, and functional confirmation of warmup. Investigation of this case revealed a temporary pairing failure that resolved with standard restart and rescan steps, indicating no persistent device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface interaction and pairing sequence issue that resolved with routine troubleshooting.